Event description:
In 2002 baxter europe was informed that a reservoir from a plasmapheresis procedure developed a clot near the reservoir reinfusion filter area. There were lots of "check venepuncture" alarms during procedure subsequently the donor was disconnected from the autopheresis-instrument. The sample kit with the alleged clot was submitted to baxter for investigation. The donor did not experience any adverse symptoms. Follow up at the center revealed that low blood flow had occurred during the fourth cycle of the procedure. Contents of the reservoir were returned to donor after the third cycle occurred. The operator checked the venepuncture site, removed the apheresis needle, and restuck the donor. During the fourth cycle the operator noticed a clot present within the reservoir on the reinfusion filter. Donor was immediately disconnected from the procedure. There was no hematoma present at the phlebotomy site.